Manufacturer narrative:
The actual devices were not returned for eval. However, sterile product from the same finished good lot were returned for eval. Method - the actual devices were not returned for eval. However, sterile product from the same finished good lot were returned for eval and tested by a quality technician. Results/conclusion: the returned product was visually inspected prior to the diameter, knot pull, and pre and post hydrolysis testing. These samples passed all angiotech and usp requirements. Furthermore, relevant portions of the device history record were reviewed and there were no corresponding issues identified during mfg or at final inspection. To date, no other complaints have been received for the reported finished good lot. A definitive root cause for the suture breaking down/coming out too early requiring the pt to return twice for suture repair cannot be determined at this time. (B)(4). Item # zg-0030n (003-4220), (B)(4), 4-0 pga suture, lot m487840.

Event description:
A quality manager from (B)(4) (distributor) stated that one (1) of their customers reported that the 4-0 pga sutures are breaking down/coming out too early. One (1) of the pts had to return twice for suture repair following a socket bone grafting procedure. No pt injuries were reported.